Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell; broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ creases observed on the shell. ¿ red particles observed in the surface of the shell. ¿ observed, opening device in the posterior side assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV diagnosed via MRI. The device has been explanted and replaced.